Event description:
It was reported that during ablation the generator was unable to increase its power greater than 10 watts. The ablation procedure was unable to be completed. No further complications have been reported as a result of this event.

Event description:
It was reported that during an ablation procedure for atrial flutter, the radio-frequency ablation generator was unable to increase its power to greater than 10 watts. The ablation procedure was unable to be completed, and the generator was changed. No patient complications were reported as a result of this event, and the patient outcome was noted to be fine.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.